Event description:
It was reported that the heater line of a homechoice cassette disconnected from the heater bag which resulted in a solution leak. This occurred during fill two of four for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver (cg) to end the patient¿s therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.